Manufacturer narrative:
Device evaluation did not show any malfunction. Surgical guide followed the doctor's treatment plan. For this particular case, the guide can only support a pilot sleeve. Since the guide could only be used for the pilot drill osteotomy, the success of rest of the drilling sequence is solely dependent on doctor's technique and proficiency.

Event description:
This is a follow-up report for the incident where implant trajectory was found to be too close to #6. As a result, doctor had to remove the implant and place a bone graft.

Manufacturer narrative:
As of this report, there are no indication that the device had malfunctioned based on the review of device history and digital files. A follow-up MDR report will be submitted once the actual device has been returned and evaluated.

Event description:
Implant trajectory was found to be too close to #6. As a result, doctor removed implant and placed a bone graft.